Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient's eye filled with blood after placement of glaucoma filtration stent implant. Surgeon indicated patient got a hyphema in right eye a week post procedure. Surgeon stated the patient was put on medications postoperatively, and still monitoring her. No change in vision reported. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of patient's eye filled with blood after placement of stent; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information about the patient's preoperative condition (e.g., possible use of blood thinners) and the surgical procedure during which the device was implanted is available for a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that hyphema, or residual blood in the eye, is an established risk associated with system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).